Event description:
Complainant alleged that during biomed testing, they were not able to seat the battery into the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.